Event description:
Related manufacturer report number: 2017865-2022-39591 and 2017865-2022-39594. The pacemaker dependent patient attended the emergency room after receiving an inappropriate high voltage shock. The device was interrogated and was observed to be in backup mode. Abbott technical support was contacted and a firmware download was performed to resolve the event. During analysis of the session records, noise resulting in oversensing was observed on the right ventricular (rv) lead. Following the firmware download, a loss of capture was observed on the left ventricular (lv) lead. The physician suspected rv lead externalization and lv lead damage. Fluoroscopy was performed and revealed no anomalies. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the patient presented with faintness.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device and right ventricular (rv) lead. Insulation damage was visually confirmed on the rv lead. Following rv lead replacement left ventricular (lv) lead capture was present and the previous loss of capture was suspected to be due to the rv lead. No further intervention was performed with the lv lead. Further information was requested but is not yet available.